Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. As a result, this patient was hospitalized, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined the distal high voltage cable was fractured approximately 32 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported noise and oversensing.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. As a result, this patient was hospitalized, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.